Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2025, a patient underwent the dialysis catheter placement. During a dialysis catheter placement procedure, the needle was allegedly found air came out. It was further reported that the needle was allegedly found cracked. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo and one video were provided for review. The photo shows the partial view of a clinician holding an introducer needle. The video shows a clinician holding an introducer needle. The clinician displays the luer connector portion of the needle against his palm. No obvious crack was noted in the luer connector. Therefore, the investigation is inconclusive for the reported fracture and leak issues as the evidence provided are unclear which are not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2025, a patient underwent the dialysis catheter placement. During a dialysis catheter placement procedure, the needle was allegedly found air came out. It was further reported that the needle was allegedly found cracked. There was no reported patient injury.